Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the maryland bipolar forceps (mbf) instrument was not working. The case was converted to laparoscopic procedure and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the procedure was converted to laparoscopic due to bleeding occurring. The conversion did not result in increasing the port size or adding additional ports placement. The patient tolerated the conversion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint and identified the conductor wire was dislodged from the connector at the back end. The wire insulation was not damaged. There were no signs of thermal damage. Log reviews indicated no errors were found related to the reported event. Section d10 concomitant products: vessel sealer extend (part number: 480422-1 / lot number: l82230831-0178). Fenestrated bipolar forceps (part number: 471205-17/ lot number: k13230928-0665). Force bipolar with dual grip (part number: 471405-6 / lot number: k10220214-0309 ). Monopolar curved scissors (part number: 470179-19/ lot number: k14240125-0619).